Manufacturer narrative:
Product complaint # :(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What was the onset date of the fever? 12. What was the onset date of the infection? 13. Were cultures performed? If yes, results? 14. Has any surgical or medical intervention been performed? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection and fever? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a neurosurgery procedure on an unknown date and absorbable hemostat was used. During surgery a patient who had cervical spine surgery has fevers and wound infections. It was confirmed that absorbable hemostat has been used since before in all cervical spine cases. It has been washed and removed. This is unlikely because the patient has been using it since before the patient has fevers and wound infections. At the moment, the hospital thinks that it is a drainage issue, but they have not identified the bacteria causes the fevers and wound infections yet. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the drains used were from a different company. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.